Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-33, lot# v394150, implanted: (B)(6)2010, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6)2010, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported that all impedances were not in range. Actions taken remain unknown. No further patient complications had been reported as a result of the event.